Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: on (B)(6) 2021, cook became aware of an incident where during a postoperative check-up, a type 1a endoleak was noted on a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-95-zt). The issue was reported by (B)(6). The customer reported there will need to be an open repair/possible explant. No additional information regarding interventions was provided. A review of documentation including the compliant history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a single postoperative CT image from roughly 12 years post-repair was provided that was reviewed by medical personnel at the user facility. The image reveals complete component separation of the proximal end of the graft from the suprarenal stent with aneurysmal dilation of the pararenal aorta, loss of proximal graft wall apposition, and a large type 1a endoleak. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be performed due to a lack of lot information from the user facility. However, it should be noted that tffb- devices are distributed via one-device lots, giving no indication of nonconforming product in house. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current product IFU, [t_zaaaf_rev5] ¿zenith flex® aaa endovascular graft with the z-trak¿ introduction system¿, provides the following information to the user related to the reported failure mode: "4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing requirements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture, and death ¿ endoleak ¿ endoprosthesis: improper component placement; component migration 8 patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. 11 directions for use anatomical requirements ¿ proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. 11.1 bifurcated system 11.1.12 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. Final angiogram 1. Position angiographic catheter just above the levels of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirements for patient follow-up (described in the instructions for use for the zenith flex aaa endovascular graft) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak" based on the information provided, no product returned, and the results of our investigation, a potential root cause for this event has been traced to the patient's condition, as the imaging review concluded that the failure could possibly be attributed to aneurysmal disease progression. Additionally, it should be noted that endoleaks are a known inherent risk of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a type 1a endoleak developed on a zenith flex aaa endovascular graft bifurcated main body following placement. Imaging indicated that a suprarenal stent suture fractured, leaving a disconnect between the suprarenal stent fixation and the graft material. No intervention has yet been performed, though it is possible that the patient may either need an open repair procedure or a secondary procedure to explant the device. The patient was reported to have experienced an increased hospital stay, but has not yet experienced any other adverse effects. Additional information regarding the patient, device, and event has been requested but is currently unavailable.